Event description:
It was reported that the patient presented to clinic following erosion at the distal tip of the penis involving this spectra penile prosthesis (spp). Upon confirmation by the physician, a surgical procedure was performed during which the spp was explanted. No additional patient complications were reported.

Event description:
It was reported that the patient presented to clinic following erosion at the distal tip of the penis involving this spectra penile prosthesis (spp). Upon confirmation by the physician, a surgical procedure was performed during which the spp was explanted. No additional patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific cannot determine the most probable cause of the erosion. Product analysis did not identify any device characteristics that would cause or contribute to the reported clinical observations. However, erosion is including in product labeling as a potential harm associated with inflatable penile prosthesis (ipp) procedures. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, the spectra penile prosthesis (spp) was thoroughly inspected and analyzed. Visual and microscopic inspection noted sharp instrument/tool damage to the outer tube in both distal cylinder bodies resulting in holes and exposed metal segments; the damage was consistent with that observed during explant. Functional testing of both cylinders found they performed within specification. Product analysis did not identify any device anomalies. Labeling review: erosion is listed as a potential adverse event in the instructions for use (IFU). Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to the labeling. The manual was unlikely to be the cause of the reported complaint. Investigation conclusion: no further actions are considered necessary and the complaint investigation conclusion code is known inherent risk of device.